Event description:
It was reported that during a percutaneous coronary intervention (pci), drug eluting stenting treatment procedure, stent damage occurred. The "very" calcified lesion was located in the posterior descending artery. The physician predilated the lesion with a 2.0mm maverick balloon catheter. Then the physician advanced the taxus express2 atom drug eluting stent delivery system to the lesion two times, but was unable to cross the lesion. The physician then noticed that one of the stent struts wee flared. The procedure was completed with a non-bsc device. There were no pt complications. Pt status is reported as "fine".

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.